Event description:
It was reported the pt has lost weight. In turn, the ipg is unable to communicate with the charger due to the ipg not being stationary in the pocket and excess subcutaneous tissue. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.